Event description:
Event description cpi received information that this bipolar lead was capped. An invasive procedure was performed to remove this lead from service due to a sensing issue. The physician elected to replace the implantable pulse generator (ipg) at this time.